Event description:
Reportedly, the instrument's seal disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: laparoscopic cholecystectomy. Patient status: no pt injury reported.